Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacer dependent and asymptomatic patient's right ventricular lead impedance had been increasing since (B)(6) 2017. It was noted that the lead capture threshold had risen as well. Patient presented for right ventricular lead extraction procedure. During the procedure, the atrial lead became dislodged. Attempts to reposition the atrial lead were unsuccessful. Both atrial and right ventricular leads were extracted and replaced. The patient was stable before, during, and after the procedure.